Event description:
A follow up coronary angiogram was conducted after two stents were implanted in the right coronary artery. Restenosis was observed inside both of the implanted stent. A balloon angioplasty was conducted to treat both restenotic stents.